Event description:
It was reported when an asymptomatic patient presented in clinic for a follow up, the device was found to be in backup vvi mode. A device code download was performed successfully and the device was restored to normal operation.